Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker device was in pacemaker mediated tachycardia (pmt). Reprogramming changes were done. The patient has not had any radiation therapy. Analysis was done and noted that there was a single bit corruption from the appropriate value of zero. The error observed was purely diagnostic and should not interfere with device operation. The device had no resets and no abnormal faults and it appeared that the device was operating normally. As of this time, the device remains in service. No adverse patient effects reported.